Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior pelvic floor repair procedure on (B)(6), 2010. According to the complainant, while attempting to throw the suture through the tissue, the bullet needle detached. The needle was captured in the capio device, and no portion of the suture remained attached to the needle. No portion of the device fell into the patient. There was no reported bunching of the dilator. No capio or hemostat devices were used to grab the leader and/or dilator. This was the first leg that was being implanted. The physician was able to successfully complete the procedure with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted.